Event description:
It was reported that an infusion set did not adhere after the ilet user applied lotion post-shower, resulting in the infusion set falling off and an improperly completed supply change; blood glucose was not impacted, and a replacement two-pack was shipped with two-day delivery. There were no reported adverse clinical effects. Outcomes included replacement supplies shipped. Investigation included customer interview and case assessment. Investigation of this case revealed improper infusion set deployment and inadequate adhesion of the infusion set, consistent with use-related factors. It was concluded, based on previously established findings for similar reports, that the cause was user technique and site preparation.